Event description:
It was reported to medtronic minimed that the customer experienced crack on pump. The customer reported no adverse event. The event involved product(s) mmt-1880. No harm requiring medical intervention was reported. Mmt-1880 was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump booted up once installing an aa battery, no blank display was noted. Unable to perform the sleep current test, active current test, and self test due to blank display. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery cap contact missing, corroded battery tube, corroded battery tube spring, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Exposed to moisture was confirmed found on the battery tube, the electronic assembly, motor, and force sensor. Cosmetic damage was confirmed at the battery compartment. Blank display was confirmed during testing due to moisture damage on the electronic assembly, j6 and j7 connectors are heavily corroded. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.